Manufacturer narrative:
Pump motor stall has not been confirmed in this device.

Event description:
It was reported that the pump was working intermittently. The pt experienced a loss of therapeutic effect, throwing up, and severe return of symptoms. The medication administered by the pump was not reported. The pump was replaced. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.